Event description:
It was reported that an interlink vented nitroglycerin set was observed to have separated tubing, during an nitroglycerin (ntg) infusion. It was observed during the infusion that the patient's bedding was wet and the set was found to be separated between the drip chamber and the tubing. There was patient involvement and it was reported that the patient did not receive a full dose of the medication. However there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available at this time.

Manufacturer narrative:
(B)(4). The device was reported to not be available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample was not received for evaluation and therefore the customer reported condition could not be confirmed. The root cause could not be identified.